Event description:
It was reported that there was 11 sleeves of contaminated plates received for bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii). No patient impact was reported. The following information was provided by the initial reporter: customer reports receiving 11 sleeves of contaminated plated - lot #2215558.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2215558 was satisfactory per internal procedure. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and one other complaint has been taken on batch 2215558 for contamination. No retention samples for this batch were available for investigation. Two photos were received. Photo one shows one plate (lot 2146956 timestamp 1746) with two visible discolored areas visible through the plate. Customer written information on plate. Photo two shows six complete opened sleeves of plates in a box with visible colonies showing on the top plate of each sleeve, no visible ID. No return samples were received for investigation of this complaint. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses.

Event description:
It was reported that there was 11 sleeves of contaminated plates received for bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii). No patient impact was reported. The following information was provided by the initial reporter: customer reports receiving 11 sleeves of contaminated plated - lot #2215558.